Event description:
Following an atrial fibrillation ablation procedure, several hours later, the patient's hemoglobin value decreased and during the night, the patient expired as a result of internal bleeding. The ablation procedure was successfully performed and a pericardial effusion was excluded several times via ultrasound following the completion of the procedure. The physician could not a identify a special situation or a device that could have caused the bleeding. The location of the bleeding could not be identified and no autopsy was performed. There were no performance issues with the abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended while it was inside the patient. While inside the patient, the optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed. After the catheter was removed from the patient, the log files indicate that no contact force was displayed for 2 minutes. However, following this, the log files show contact force displayed with no anomalies noted. The event description states that there were no performance issues with the abbott device, and the cause of the contact force loss indicated in the log files remains unknown. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions ir is not possible to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported internal bleeding and subsequent death remains unknown.